Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had pin hole size cuts in the cable. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer.. Additional information: e2, e3, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, minor scratches on distal edge, and image out of field view. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cut in lg cable (light guide cable); cause traced to component failure, it is likely the image out of field view was due to bent outer tube. A definitive root cause could not be identified for distal fiber breakage and minor scratches on distal edge. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had pin hole size cuts in the cable. The issue was found during reprocessing. There was no patient involvement.